Event description:
The pump was replaced due to battery end of service; the catheter was replaced due to a fracture. In 2009, the patient developed a deep vein thrombosis and pulmonary embolism. The patient also experienced symptoms of headache, confusion and fever. The patient was in the hospital, on anticoagulants and was "ok" at the time of the report. Also, the old pump had not been functioning properly "for some time". The old pump was used to deliver baclofen 1000 mcg/m. The new pump was filled with baclofen 2000 mcg/ml. Since the pump replacement, the new 2000 mcg/ml concentration was "too much". A bridge bolus had been programmed for baclofen 2000 mcg/ml at 96 mcg/day; this infused for 17 hours, and then was stopped. The pump was reprogrammed to run at the minimum rate mode for 3 days. Six days later, the hcp removed the contents of the pump system and changed the drug concentration to 500 mcg/ml. The hcp pulled bloody cerebrospinal fluid from the catheter access port while aspirating the catheter contents. This was believed to be due to the surgery replacing the pump and broken catheter. The patient remained hospitalized and was "in rehab" while in the hospital. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.